Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain on left side'), menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('abnormal bleeding (general) / heavy bleeding / excessive bleeding') in a female patient in her twenties who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and c-section (2001, 2003). Current weight 175 lbs. Haemoglobin: 7. Concurrent conditions included menstruation delayed, anemia, lethargy, psoriasis, dysfunctional uterine bleeding and body mass index normal. Concomitant products included estradiol since 2010 and testosterone since 2010. On (B)(6) -2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced fatigue ("fatigue"). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss (specify which one) gain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury") and hypersensitivity ("allergy") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with intrauterine contraceptive device (iud nos), iron, oral contraceptive nos and surgery (ablation / cryoablation on 2008 and supracervical hysterectomy-partial (uterus only), bilateral salpingectomy, oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, fatigue, weight increased and psychological trauma outcome was unknown and the menorrhagia, genital haemorrhage, dysmenorrhoea, iron deficiency anaemia and hypersensitivity had resolved. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure complications and removal procedure on multiple dates 2006, september 2010. She took leave for reasons: (B)(6) 2006, date leave ended: (B)(6) 2006 : left ovary removal date leave began: (B)(6) 2008, date leave ended: (B)(6) 2088 reason: ablation date leave began: (B)(6) 2010, date leave ended: (B)(6) 2010, reason: hysterectomy. Patient received treatment for- pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: total bilateral occlusion. Pathology test - on (B)(6) 2010: uterus morcellated. Serosa with no significant histopathologic abnormality. Myometrium with no significant histopathologic abnormality. Weakly proliferative endometrium. Segments of benign fallopian tube, side(s) not specified. Essure contraceptive device x2 (gross only).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal hemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event was added- dysmenorrhea (cramping), anemia, psych injury, hormonal changes and allergy. Outcome of the events pain, bleeding and allergy was updated as resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain on left side'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('abnormal bleeding (general) / heavy bleeding / excessive bleeding') in a female patient in her twenties who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and c-section (2001, 2003). Current weight (B)(6). Haemoglobin: 7. Concurrent conditions included menstruation delayed, anemia, lethargy, psoriasis, dysfunctional uterine bleeding and body mass index normal. Concomitant products included estradiol since 2010 and testosterone since 2010. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced fatigue ("fatigue"). In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss (specify which one) gain"). The patient was treated with intrauterine contraceptive device (iud nos), iron, oral contraceptive nos and surgery (ablation / cryoablation on 2008 and supracervical hysterectomy (uterus only), bilateral salpingectomy, oophorectomy (unilateral)). Essure (ess205) was removed on 16-sep-2010. At the time of the report, the pelvic pain, vaginal haemorrhage, fatigue and weight increased outcome was unknown and the menorrhagia and genital haemorrhage had resolved. The reporter considered fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure complications and removal procedure on multiple dates 2006, (B)(6) 2010. She took leave for reasons: (B)(6) 2006, date leave ended: (B)(6) 2006 : left ovary removal. Date leave began: (B)(6) 2008, date leave ended: (B)(6) 2088 reason: ablation. Date leave began: (B)(6) 2010, date leave ended: (B)(6) 2010, reason: hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram in (B)(6) 2004: total bilateral occlusion. Pathology test on (B)(6) 2010: uterus morcellated. Serosa with no significant histopathologic abnormality. Myometrium with no significant histopathologic abnormality. Weakly proliferative endometrium. Segments of benign fallopian tube, side(s) not specified. Essure contraceptive device x2 (gross only). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal hemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received. Date of implant updated. Date of explant added. This case become incident. Event injury was updated to pelvic pain on left side. Following events were added: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), fatigue and weight gain. Reporter information, medical history, lab data, treatment and concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.